Manufacturer narrative:
With the current medical records provided which span from 03/2002 to 10/2013, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2002 - the patient was diagnosed with symptomatic pelvic relaxation and underwent a laparoscopic burch bladder neck suspension with implant of a bard flat mesh. On (B)(6) 2009 - the patient was diagnosed with urinary incontinence and high cystocele. The patient underwent implant of a non-bard davol tvt sling. On (B)(6) 2009 - the patient had multiple md office exam visits with complaints of significant urinary frequency, urge incontinence, nocturia and some pelvic discomfort. The patient had a cystometrogram performed which showed no evidence of stress urinary incontinence. Patient was recommended to initiate physical therapy to help improve her pelvic floor muscles. On (B)(6) 2012 - the patient had md office exam with complaints of vaginal pelvic pain, dyspareunia and painful urination. Per the md notes "vagina shows no evidence of prolapse. Bimanual examinations show that the patient does not have any tenderness where the tvt was placed. No feel of erosion was noted. However, patient does have some tenderness near the vaginal cuff." Patient was prescribed a hormonal vaginal cream. On (B)(6) 2012 - the patient underwent a diagnostic laparoscopy, left salpingo oophorectomy and laparoscopic enterolysis of pelvic and abdominal adhesions due to the patient's persistent complaints of pain. On (B)(6) 2012 - the patient had an md follow up exam visit and complained of urinary frequency and urgency. On (B)(6) 2013 - the patient underwent a diagnostic laparoscopy, right salpingo oophorectomy and laparoscopic enterolysis of bowel and vaginal cuff adhesions. On (B)(6) 2013 - the patient had md office exam visits with complaints of urinary frequency with incontinence and was referred to other urological specialists to perform additional diagnostic testing.